Event description:
It was reported to philips that the system does not bootup completely on first boot. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the calibrations were not saving on suite pc. Review of the log file showed that the system had issue due to some 2.2.7 software problem which resulted in incomplete log file. During troubleshooting, the fse found software issue in the suite pc. The fse reloaded the software version 2.2.7, recreated usb and restored backup. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.